Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the system monitor could not confirm the reported event of the screen freezing. The unit functioned as intended during analysis. The system monitor was tested and returned to the customer's site. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor was received into inventory on 10may2011. The system monitor shipped to the customer on 19jul2011. The unit was manufactured on 04may2011. Heartmate ii power module instructions for use revision b states if the screen does not function, contact thoratec for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there were issues with the system monitor during implant. The customer stated that the system monitor was functioning normally during initial setup and priming. After deairing the pump, the surgeon asked to stop the pump. The pump stop button was pressed on the system monitor, the 15 second countdown began, and after 10 seconds the pump stopped. After one minute, the surgeon asked to restart the pump but the touchscreen of the system monitor did not respond. The system monitor was frozen. The system monitor was immediately changed and the pump was able to be restarted. There were no patient consequences. The system monitor was later tested with another system controller and no issues were observed.